Event description:
Pt changed her subcutaneous insulin infusion catheter in the morning. She started to feel ill by mid-day and kept administering boluses of insulin from her insulin pump through the infusion set. In the middle of the night, she administered a large bolus and felt the insulin go down her leg. She inspected her insulin catheter and found the cannula had pulled out from under her skin and was above the adhesive fixation pad designed to hold the catheter in place. She was hopsitalized with diabetic ketoacidosis, given insulin intravenously, and released the next evening.